Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address bg. Suspected cause was due to the pump time being incorrect. Additionally, the insulin on board (iob) readings were inaccurate. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.